Event description:
During dissection of the right pulmonary vein (rpv), a small tear was noticed in the superior aspect of the rpv. The tear was repaired with suture, and the procedure was completed without any further issues. The surgeon did not know if the mid1 created or exacerbated the tear during blunt dissection. There was no long term patient consequence.

Manufacturer narrative:
No further information has been provided at this time by the account. At this time, the actual lot number of the mid1 device involved is unknown. Purchase records were evaluated to determine the most recent purchase of mid1 devices prior to the case. The most recently purchased mid1 lot number was 20532 - expiration date 08/01/2011, manufacturing date 08/2009. Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device from a similar lot was evaluated. The sample was evaluated for functionality of the device. Also, the device history record was reviewed and no anomalies were noted.